Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 21mm 2800 pericardial aortic valve that required valve in valve intervention due to severe aortic stenosis after an implant duration of 15 years, 11 months. The patient was implanted with a 23mm sapien xt within the existing valve. The patient was stable in the room. There were no reported complications. The patient is reported as doing great.